Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 to (B)(6) 2019 with blood glucose of 800 mg/dl. Customer provides details regarding symptoms of their high blood glucose episodes such as throwing up, dizzy and headache. The customer was treated with intravenous fluid and insulin shot. Customer troubleshooting was performed for high blood glucose. Customer also reported that the reservoir ring was broken and no longer hold a reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.